Manufacturer narrative:
One (1) sample was received for evaluation. The complaint sample was visually inspected, and no damage or other defects identified. The sample was inflated with the use of a syringe to detect any problem in the inflation system, the sample works as expected. The root cause could not be determined since the complaint was not confirmed due sample provided does not show the failure mode reported, no failure identified. There were no non-conformances found in the device history record review that would be linked to this issue. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that when water was inserted into the port using a syringe, the cuff would not inflate. The bulb of the cuff just gets bigger. Even after manipulation, the cuff was not able to inflate the cuff. The issue was found while completing a planned tracheostomy tube change on patient. The issue was reported as resolved. No adverse effects have been reported.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.